Event description:
It was reported through abiomed's long-term outcome and quality indicator (loqi) impella registry an adverse event of acute blood loss anemia with a "possible" relationship to the use of the pump. The patient had a gastrointestinal bleed and two units of packed red blood cells were transfused. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.